Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device follow-up check. Upon review, low pacing impedance and noise episodes were noted on the atrial lead. Programming changes were made. Patient was in stable condition.